Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for arachnoditis/ failed back surgery syndrome. The pt underwent a catheter revision in 2000 due to a cerebro spinal leak. The pt died unexpectedly the next day. The coroner returned the device to the manufacturer for analysis. A sample of the fluid removed from the pump was returned to the coroner for analysis. Extensive testing showed the device functioned normally. The volume of drug remaining in the pump was as expected. The catheter was inadvertently cut during removal by the coroner, but otherwise was normal. A copy of the autopsy report has been requested.